Manufacturer narrative:
Other, other text: the pump was investigated in the field by a service engineer. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the pump found a non-original seal in place. The ribbon cable connector looked properly seated and glued. The battery level was identified at 92 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. The pump showed a primary audible alarm post. During testing, the reported problem was not duplicated. The pump was opened, and the ribbon cable was reseated. Additional information b4, g1, g4, g7, h2, h6 and h10. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump may have displayed a biomed error. There were no adverse events reported.